Event description:
The explanted product was returned and post market testing performed to determine root cause.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device communicated with the programmer appropriately. Several high level engineering tests were performed to assess the sensing anomaly. Invasive analysis was performed and removed the mixed mode integrated circuit (mmic) from the hybrid. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. The location of the scratches were in a portion of the circuitry that controlled the sensing input for the device. These cracks did not affect pacing. Final analysis concluded this damage occurred during the manufacturing process.

Event description:
Boston scientific crm received information that during implant, this pacemaker failed to pace. With the pocket still open, the device was interrogated - the device was observed to be in ert (elective replacement time) status so it was explanted and replaced. No adverse patient effects were reported - the patient is pacemaker dependent and was using a temporary pacemaker during the implant procedure.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted. (Update: the correct device was s602; (B)(4), however, the device was mistakenly reported for model/serial s602; (B)(4) which was actually the replacement device.)